Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscope exhibited foreign debris was found protruding from the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where deviations from instructions for use were identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material may not have been removed because the device was not reprocessed properly because the insertion tube was leaking. Olympus confirmed foreign material came out of the device, but the type of the material or a definitive root cause cannot be identified. The event can be detected and prevented by following the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.